Event description:
On (B)(6) 015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the black box (bb) data from the time of complaint has been overwritten due to continued use of the device. The current bb showed no evidence of short battery life. Current electrical draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was cracked with damaged threads and the battery cap was unable to fully tighten. Also unrelated, the cartridge compartment was damaged, but the cap was able to fully secure. During investigation, the vibrate motor was not responding during power up or appropriate alarm sequences and was found to be defective.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.